Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated mother had tested customer on the mobile system and received unspecified high results. Based on these results, mother had been administering unspecified higher doses of an unspecified type of insulin. At an unspecified time later, customer "was not walking or talking properly." Customer was taken to the hospital by mother where she was kept for 3 hours. No treatment was received. A test result from the hospital was 2.9 mmol/l. At an unknown time later a test result from the mobile system was 8.7 mmol/l. Customer has since recovered and is currently fine. The manufacturer requested return of suspect product for evaluation.